Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 18:51:26 on (B)(6) 2022. From approximately 07:57:48 to 08:00:05 on (B)(6) 2022, vf was detected two times. Motion artifact and varying amplitudes prevented the lifevest from treating the patient during these two times. At 08:00:17 and 08:00:48, an arrhythmia was detected two times. ECG shows vf with motion artifact and varying amplitudes. From 08:01:47 to 08:03:59, an arrhythmia was detected three times. ECG shows fine vf with varying amplitudes. From 08:04:17 to 08:05:45, an arrhythmia was detected four times. ECG shows fine vf with varying amplitudes. From 08:07:49 to 08:19:38, an arrhythmia was detected ten times. ECG shows fine vf with varying amplitudes/asystole with intermittent cardiac. From 08:20:21 to 08:21:24, an arrhythmia was detected three times. ECG shows asystole. At 08:33:54, the patient received an inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole with motion artifact. From 08:42:28 to 09:15:06, asystole was detected twenty-one times. ECG shows asystole with intermittent cardiac activity. From 09:16:14 to 10:23:45, asystole was detected twenty-one times. ECG shows asystole with intermittent cardiac activity. From 10:48:41 to 11:42:42, asystole was detected eighteen times. ECG shows asystole with intermittent cardiac activity. The device was shut down at 12:53:47 on (B)(6) 2022. The patient passed away on (B)(6) 2022.